Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was analyzed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: sw requirement doc. After a thorough review of the logs, we identified an error indicating failed to retrieve approved mobile configurations. Issue was confirmed to assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: delete the minimed mobile app's memory cache in the android settings: settings, apps, find minimed mobile in the list of apps, storage and cache, clear cache. Reinstall the application. Helpline further informed team that issue was resolved from customer side after following bellow steps: pt was asked to remove pump/ phone from device bluetooth settings. Pt was asked to remove all medtronic apps. Pt was asked to reset app preferences (go to settings, apps, three dots upper left of the screen). Pt was asked to restart phone. Ts was continued. Pt was asked to turn off/on bluetooth. Pt was instructed to reinstall mmm app version 2.9.0. Pt was asked to pair pump to phone. Pairing successful. Pt successfully uploaded diagnostic log. Pt was asked to sync to carelink and upload now. Issue is resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer encountered issues with the sensor as it was not connecting and also encounter that the infusion set was blocked, loss of connection between pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101 and mmt-1884. Troubleshooting was performed for sensor signal not found. Transmitter blinked when attached to the sensor and began communicating. Troubleshooting was performed for loss of connection between pump and mobile device. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non physical device mmt-6101. No product return was required for mmt-1884.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.